Event description:
Baxter (B)(4) received a report that an infusor had its tubing separate from the stress member before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. Visual examination confirmed the reported condition of separated tubing, but noted that it had broken off at the junction of the set cap, not the stress member. A small portion of the broken tubing remained within the set cap. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.